Event description:
The patient's husband stated that he inserted a new insulin cartridge into the infusion device and then removed the insulin cartridge and the plunger of the cartridge got stuck on the piston rod and insulin leaked into the infusion device. He stated that he was able to remove the plunger from the piston rod and he poured the insulin out of the cartridge compartment. No physiological effects were reported, the patient had not yet started wearing this infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.